Event description:
The iab did not inflate. The iab was not returned to co for eval. The iab was discarded by the facility. Event complication: unknown - reported 11/4/96. Pt's current status: unk - rpt'd 11/4/96.